Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. One mitraclip was implanted, reducing the mr to trace and grade 1+. On (B)(6) 2024, recurrent mr with a posterior leaflet prolapse were noted. On 22aug2024, the patient expressed experiencing shortness of breath, and a decrease in function as fatigue, due to the recurrent regurgitation. Imaging was performed and a new small p2 flail, medial to the index clip was noted. Another clip procedure was scheduled for a future date.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) appears to be related to worsening patient condition (posterior leaflet prolapse and flail). The reported dyspnea and fatigue appear to be cascading events of the mr. The reported patient effects of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
Subsequent to the previous reports, the additional information was received: it was reported that on (B)(6) 2024 the patient presented with mr grade 3-4 and a new flail since the index procedure. One mitraclip was successfully implanted, reducing the mr to grade 1+ and trace. There was no device malfunction, and no injury associated with this second procedure clip. There was no complaint against the second procedure clip. On (B)(6) 2024, the patient was discharged from the hospital.

Manufacturer narrative:
H6 - health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.